Event description:
Hamilton medical ag received the following complaint description (summary of the customer/reporter): the device went in ambient mode during active ventilation. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ags reference nr: (B)(4). Hamilton medical ags conclusion: the log files recorded alarms indicating an ambient state condition during ventilation. The investigation identified a defective blower unit as the root cause. The blower was replaced, resolving the issue and restoring normal device function. No additional components required replacement, and no serious incident occurred. The device has been returned to service.